Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the isi core component. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, system had a recoverable fault 23210, but when they tried to recover, the fault would come back. Tse had customer perform a hard power cycle on system, but it came back up with a non-recoverable 41014. System had a message saying to disable boom and cart drive in order to recover. Customer brought in a different patient cart, but error was still present. Or staff decided to move patient to a different da vinci system in another room and caller hung up. System will not be used until it is repaired. The procedure was converted to another dv system with no reported injury.